Event description:
The dr performed an "anterior cervical discectomy, anterior cervical fusion and arthrodesis, and placement of an allograft bone for fusion." About 4 weeks later the pt developed symptoms of burning of the scalp, tongue, throat, and forehead and hypersensitivity to all of her medications. In 2007 the metal stabilizing plate was removed. As of 2 months post removal, the pt is still suffering symptoms of burning sensations and hair loss.